Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse reviewed log files and post that diagnosis was done on ippc; couldn¿t confirm any issues. To resolve this issue, the philips engineer replaced hard disc and recreated the image storage. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.